Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer who is already in a hospital received an unspecified low adc device scan result and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but initially self-treated with sugar orally. The customer had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 266 mg/dl on an hcp meter compared to adc device scan result of 43 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer self-treated by administration of 8 units of novorapid insulin. There was no further treatment provided by the hcp to the customer. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer who is already in a hospital received an unspecified low adc device scan result and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but initially self-treated with sugar orally. The customer had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 266 mg/dl on an hcp meter compared to adc device scan result of 43 mg/dl, and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer self-treated by administration of 8 units of novorapid insulin. There was no further treatment provided by the hcp to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. Visual inspection has been performed on the sensor plug assembly and cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 6 is an indication of early sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.